Event description:
It was reported to philips healthcare that the heartstart mrx battery was not being detected by the device and failed the battery test in cadex battery analyzer. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.